Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited high threshold and high pacing impedance. No intervention was done. The patient was stable.

Manufacturer narrative:
The information in 2017865-2024-58247 is reported in 2017865-2025-17203.

Event description:
New information received notes that the lead was explanted and replaced. The patient was stable.